Event description:
It was reported that a gav 2.0 (#fx214t) was implanted during a procedure performed on an unknown date. According to the complainant, the patient was brought back for other unspecified complications. Additional information was received which indicated that the complications were unrelated to the shunt treatment. However, the physician believed additional drainage was needed, and planned to swap the device with a programmable valve. During the revision surgery, when the shunt was checked it did not "move the manometer with distal catheter still in place." However, the manometer drained at a normal rate after the valve was removed with just the distal catheter in place (still in the abdomen).the device was replaced with another manufacturer's device. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing and quality control data: because the serial number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that are conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.